Event description:
During the case, the doctor used a shaver during the scope. After he pulled it out, he said that it was broken. The speech therapist and registered nurse looked at it more closely and noticed that the inner plastic piece was broken off. Xray taken and looked at by dr (B)(6). Xray was good.